Event description:
It was reported that the patient¿s pump failed. Additional details including the cause of the event, patient symptoms, troubleshoot ing/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was later reported that the patient was seen by the reporting hcp as a new patient in (B)(6) 2014 after the patient had already experienced what the patient referred to as multiple pump failures. Multiple motor stalls were also reported, however it was unclear if the multiple pump failures were associated to the multiple motor stalls. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer report # 3004209178-2014-20993 for information pertaining to the multiple motor stalls.

Event description:
Correction: the pump failed 4 times. The device system was used to deliver bupivacaine and morphine.